Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to ventricular oversensing. The oversensing was reproduced in clinic with provocative testing. Device was reprogrammed and follow up will continue.